Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alarm with an infusion set (contact detach, 6 mm) and was found to have approximately 9 units of insulin remaining; a full supply change was performed, after which normal operation was expected to resume and the occlusion alarm to clear. Symptoms included hyperglycemia, with a reported peak blood glucose of 400 mg/dl and prolonged elevation above 180 mg/dl; no ketone testing, back-up therapy, professional medical intervention, or assistance was used or required, and no acute health effects were reported. Outcomes included transient hyperglycemia without hospitalization or long-term impairment. Investigation included telephone-based troubleshooting and user education, confirming an occlusion that resolved only after replacing the infusion set and supplies. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that was resolved by supply replacement, consistent with an infusion set-related flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion resolved by supply change.